Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) had to be removed and replaced with a non-johnson and johnson 3-piece lens during the initial procedure, because the patient's capsule tore upon insertion. Vitrectomy was performed and patient was reportedly doing fine post operatively. The customer indicated that the lens will not be returned. No additional information was provided.